Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: august 10, 2016. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the blue handle of a titanium elastic nail (ten) inserter broke when the surgeon was inserting a ten with hammer blows. The surgery was prolonged by ten (10) minutes and no patient harm was reported. Reported concomitant devices: ten nail (part/lot: unknown, quantity 1); hammer (part/lot: unknown, quantity 1). This is report 1 of 1 for com-(B)(4).